Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed, however when undocked, the device was turned-off. It was found that its battery was drained and unable to hold the charge. The unit was left on and able to provide readings and no display issue was observed. The customer complaint of distorted screen could not be duplicated.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display is distorted. There were no known patient impact or consequences.